Event description:
Boston scientific received information in (B)(6) 2012 that this patient contacted technical services to allege that this lead was exhibiting a malfunction that was identified during a device check. The patient commented that boston scientific was contacted and was instructed to obtain an x-ray of the lead. An x-ray was performed which identified an issue with the lead. The patient expressed frustration that he had not been contacted directly. Later, the clinic nurse called and the patient was informed that the nurse did not have any information concerning this lead. The clinic nurse commented that the physician needs to be aware of the issue to determine if a revision needs to be undertaken. Subsequently, the patient was contacted by text from the clinic that the physician decided that the lead would be replaced sometime in (B)(6). The patient is upset and plans to contact his attorney about this issue. According to the clinic nurse, the patient came into the office for routine check in late-(B)(6). The right ventricular (rv) lead was not capturing , the impedance was greater than 2500 ohms associated with electrogram noise. An xray was taken and the patient was informed by the clinic nurse that the physician would be consulted. The patient was contacted by the clinic a few days later and was informed that a call back from the physician was pending. The clinic nurse mentioned that a call would be made to the patient once an action plan was developed by the physician. The patient was upset and felt his questions and concerns were not being handled in a timely manner. The clinic nurse contacted boston scientific to address some of the patient's questions. Once an action plan was developed, the patient was called and notified that a lead revision procedure would be scheduled in (B)(6) 2012. The patient remained upset and mentioned that he may seek legal consultation. Information was received from the representative that the xray was unremarkable.

Event description:
Subsequently, boston scientific received information from an implant form that this lead was surgically abandoned and replaced in (B)(6) 2012 due to 1st rib/clavicular crush (conductor separation) as identified on xray. A proximal portion of the lead was severed and will be shipped back to boston scientific's return products department. The distal portion of the lead was not extracted and was surgically capped. There were no reported adverse evens reported during or after the invasive procedure.

Event description:
A proximal segment (27.2 cm in length) was returned to boston scientific's post market quality assurance laboratory. A set screw mark was identified on both the terminal pin and ring. This observation is consistent with terminal pin-set screw contact. Visual inspection of the distal end of the lead segment found that the tubing has a surface abrasion on one side. Both the anode and cathode conductor coils were slightly separated and fractured. The damage area (27.2 cm from the terminal pin) is consistent with a localized compression abrasion. It was concluded from visual inspection that the location and type of damage was likely caused by entrapment in the clavicle/first rib region.

Manufacturer narrative:
The lead remnant was received at boston scientific's post market quality assurance laboratory and is undergoing analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.